Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on the cannula. The following information was provided by the initial reporter, translated from chinese to english: phase: during the examination before the puncture. Defect: fm-IV cannula. Quantity: 1 piece.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on the cannula. The following information was provided by the initial reporter, translated from chinese to english: phase: during the examination before the puncture. Defect: fm-IV cannula. Quantity: 1 piece.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 4-may-2023. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hooked needle point with the incident lot was observed. The indicated failure mode for foreign matter was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure modes for hooked needle point and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hooked needle point. This complaint could not be confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of hooked needle point through corrective and preventive actions.

Event description:
It was reported, that prior to use with bd vacutainer® eclipse¿ blood collection needle, foreign matter was discovered on the cannula. The following information was provided by the initial reporter, translated from chinese to english: phase: during the examination before the puncture. Defect: fm-IV cannula. Quantity: 1 piece.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.